Manufacturer narrative:
The respiratory therapist reported they have a patient connected to a tg-920 and they are getting a low blood gas reading but the patient actually has a high reading. The r.t. Swapped cables but it is still happening, they are still seeing a 23-30 point difference in the blood gas reading. No patient injury reported. Nihon kohden technician explained to customer that they have to enter the percentage of 02 that the patient is on in order for it to get a correct reading, no other clinical setting could cause a false reading. Technician also reviewed proper usage of the intubated airway adapter such as making sure the adapter is close as possible to the et tube. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant products: model: tg-920p serial #: ni model: yg-111t serial # : ni. (B)(4)

Event description:
The respiratory therapist reported they have a patient connected to a tg-920 and they are getting a low blood gas reading but the patient actually has a high reading, they swapped cables but still happening still seeing a 23-30 point difference in the blood gas reading. No patient injury reported.

Event description:
The respiratory therapist reported that a patient connected to a co2 sensor was giving a low blood gas reading, but the patient was showing a high reading at the bedside monitor (bsm). Swapping the cables did not resolve the issue. They were still seeing a 23-30-point difference in the blood gas reading. No patient injury reported.

Manufacturer narrative:
Details of complaint: the respiratory therapist reported that a patient connected to a co2 sensor was giving a low blood gas reading, but the patient was showing a high reading at the bedside monitor (bsm). Swapping the cables did not resolve the issue. They were still seeing a 23-30-point difference in the blood gas reading. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. During troubleshooting, the customer was advised by nka clinical that the o2 percentage must be entered in order to get correct readings. The customer was also advised to make sure the adapter is as close as possible to the et tube. No further issues were reported. Due to the age of the complaint, new information is unlikely to be available. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The root cause is likely related to the user having not input the o2 percentage or possibly improper placement of the adapter. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative. Corrected information: d9 device available for evaluation: the selection was incorrect in the initial submission. Corrected to the "no" selection.